Event description:
It was reported that the system would not start up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer ground was repaired during the service call. The system was tested and found to be working as intended and put back into service.